Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to 600 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and device was received deployed. The exposed portion of the soft cannula was observed to be stretched out of specification. Measurement of the soft cannula length was confirmed to be longer than specification. The timing and cause of this damage could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery.